Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their lead being fractured. The fractured lead resulted in high impedances. Surgical intervention was taken to replace the lead. Issue has been resolved.